Event description:
While patient admitted, examination of the modular cable revealed a piece of outer casing missing. Alarm history interrogated and it was noted that there were disconnect alarms. Log files sent to abbott engineers. Modular cable replaced. Small tear noted to driveline. Rescue tape applied to tear.